Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device was not working months and months ago, like 6 months ago prior to (B)(6) 2020. The patient stated they hadn't used the therapy for a long time and they needed an MRI. It was noted the controller screen showed connect recharger and set up screen and when they did that the controller showed it needed to charge. The patient stated they plugged the controller in for about 10 minutes into the wall. It was recommended the controller be left plugged into the wall for longer than 10 minutes to charge. The patient confirmed the controller charging green light was flashing. The patient stated they were still having problems charging their ins. The patient said the controller won't charge and it kept showing the set up screen, then to plug in the recharger. It was explained how to plug in the recharger, the patient plugged in the recharger and received no device found but after pressing recharge a couple of times, they were able to get to the passive recharge mode screen. The patient then reported getting to normal recharge screen and recharging on excellent, the controller was 100% and the ins was red. The patient mentioned they would get to this point in the past before they stopped using the controller/ins, but couldn't get the ins charged up past this. It was confirmed that was part of what they were talking about when they said the device wasn't working. The patient also mentioned because the device wasn't working, they were going to have the ins removed on july 2nd. The patient stated the ins had gone from red to orange/yellow and the controller had decreased to 90%, and was still recharging excellent. The patient believed the ins was charging now. No symptoms were reported. No further complications were reported or anticipated.